Event description:
It was reported that during a ptca/stent procedure that an unknown stent was placed in a tortuous vessel and a dissection was noted. The duet was used to treat this dissection; however, the system needed to be "dottered" during advancement (contrary to IFU). It was then observed that the duet stent had been caught and separated from the delivery system. Another co's catheter was used to retreive and remove the stent. The dissection was treated using another co's stent.